Manufacturer narrative:
(B)(4). The device investigation report has not not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler jammed and staples cannot get out. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73d1700180 was manufactured on 04/17/2017 a total of 12,000 pieces. Lot was released on 04/21/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35 r 6/box for investigation. The returned stapler was visually examined. The follow ing stapler mechanisms were not present when the unit was reviewed for investigation: the bottom half of the cover block, and the staples were missing. The handle was partially engaged upon investigation. However, there were no staples to fire. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." Non-conformance has been previously opened to further investigate the complaint issue. The reported complaint of "jamming" was confirmed based upon the sample received. The stapler was returned with the bottom half of the cover block detached from the rest of the device. Therefore, the staples were unable to be fired from the device. The probable cause of this complaint is manufacturing related. Non-conformance has previously been opened to further investigate the complaint issue.

Event description:
It was reported that the stapler jammed and staples cannot get out. There was no patient injury.